Event description:
Information received indicates that pump will continue to pump after the formula is gone. Rate: 600. Dose: inf.

Manufacturer narrative:
All alarms performed according to specifications. The customer complaint could not be duplicated. This MDR is being submitted as part of a retrospective review for reportability.